Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was part of a system revision due to infection. Additional information indicated that there was a yellow liquid came out when opening the pocket. There were no additional adverse patient effects reported. This crt-p was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.